Event description:
A ventilator was returned to a third party service center with information alleging the device powered off while in use. There was no harm or injury reported.

Manufacturer narrative:
The device was evaluated at a third party service center. The device's power supply board was replaced to address the issue.